Event description:
On (B) (6) 2008, the patient called for assistance in adjusting the piston rod of his insulin infusion device for a partially full cartridge. After successfully doing this, the patient removed the cartridge again and the plunger remained attached to the piston rod causing 160 units of insulin to spill into the cartridge chamber. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.